Manufacturer narrative:
Additional information was added in a.1.,a.2.,b.5., b.6., b.7.e.1 and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the implantation of a stent, the device failed to release despite the surgeon fully turning the tracking wheel dial. Attempts to reverse the dial to its original position were unsuccessful, resulting in a failed implantation. The stent was subsequently removed from the injector using capsulorhexis forceps. During this process, the stent cut through the trabecular meshwork and nearly exited the eye, prompting its complete removal. Unfortunately, a portion of the iris root was detached during the removal procedure. Despite these complications, the surgery was completed. Postoperatively, the patient was administered antibacterial and steroid medications on the same day and was placed under observation.

Manufacturer narrative:
Additional information was added in d.9.,h.3.,h.6. And h.11. One open hydrus device, without tip protector, in a in a blister, in a box was received for the report of microstent could not be released and retracted, trabecular meshwork torn, iris root detachment, and in and out. The returned delivery system was visually inspected and was found to be non-conforming as the cannula is bent and broken. Functional testing of the delivery system could not be performed due to the bent and broken condition of the cannula. Dimensional testing of the microstent could not be performed due to the bent and broken condition of the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. A non-conformance record was opened to trend the defect of stiff tracking wheel. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The returned sample is visually non-conforming with the cannula severely bent and broken; however, the reported issue of would not release and retracted could not be confirmed due to the bent and broken condition of the cannula. How and when the cannula became bent and broken could not be determined. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU (instructions for use) could potentially contribute to an outcome similar to the reported event. It is stated in the warnings and precautions section in the system¿s IFU to inspect each sterile package and microstent prior to use in order to verify that the microstent system or packaging is not damaged. Do not use the product if the device or packaging has been compromised. The manufacturer internal reference number is: (B)(4).